Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter in the balloon. The device was filled with meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information, become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured december 18, 2014 to december 19, 2014. Evaluation summary: the device was received for evaluation. A visual inspection was performed and revealed black particulate matter approximately 0.15 square mm in size, floating in the fluid inside the reservoir. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.